Event description:
A falsely elevated ctni result of 7.5 ng/ml was reported for the ctni method. The patient received a cardiac catheterization. The pathologist questioned the result and the ctni was repeated and re-drawn. The repeat result on the same specimen was 0.0 ng/ml. The result on the re-drawn specimen was 0.0 ng/ml. There were no adverse health consequences as a result of the initial falsely elevated ctni result and the patient report was amended. The error is believed to have been due to insufficient centrifugation spin time for a serum red top tube. The user has implemented a policy to centrifuge all serum specimens as recommended by the test tube manufacturer.